Event description:
This case was initially received via regulatory authority ((B)(6)) on 28-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she is an affected by essure. She commented everything will be removed.") In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient will undergo medical device removal (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed 802 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.